Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had leak during use as well as running high blood glucose and insulin delivery was stopped. The customer's blood glucose was 250 mg/dl at the time of call and 143 mg/dl. Customer was feels the insulin may be coming out from the end of the reservoir by the black o rings. Customer also reported that the reservoir had air bubble anomaly. Customer stated that the approximate size of air bubbles is soda pop and champagne bubbles. Customer stated that the insulin smell in the reservoir compartment. The customer was performed troubleshoot for leak and air bubble. Troubleshooting was not performed for high blood glucose level at the time of call. The reservoir will be returned for analysis and insulin pump will not be returned for analysis.